Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was not released into a patient's eye. Defects occurred in succession even on a backup company lens. Therefore, a 0.5 diopter more company lens, which was not prepared in the first place, was inserted and the surgery was completed. Additional information has been requested, received and stated during the insertion of the iol, lens broke and was expelled. The incision had to be enlarged to remove the damaged lens. The backup company lens could not be used due to a misaligned plunger. A lens with 0.5 diopter high power than originally planned was implanted. There is no impact on patient injury including potential health impact. Although postoperative astigmatism increased, the patient, who had been highly myopic, did not report any specific discomfort, and their overall condition is good. There was no problem with postoperative visual acuity.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just past nozzle entry and is advanced over the iol (intraocular lens). The iol is advanced to nozzle entry nozzle entry and is damaged. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Plunger override was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.